Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to normal generator change-out procedure, high capture threshold was observed on the lead. Upon evaluation of autocapture trend, capture threshold has been increasing since (B)(6) 2018. The lead was explanted and replaced since the patient was pacemaker dependent. The patient was not symptomatic and stable before, during, and after the procedure.